Event description:
Information was received indicating that a disposable alarm occurred to smiths medical level 1® normoflo® fluid warming device. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the returned device was powered on. The device immediately gave the "disposable" alarm. The investigator tested the switch assembly controlling the disposable alarm. The testing identified a faulty wire resulting in an open circuit. Once the filter block assembly was replaced the device functioned as per specifications. The cause of the wire issue was not definitely established.